Event description:
Caller reported a cgm error 42, suspecting an issue with the continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, which resolved the error, and advised the caller to wait 20 minutes before starting a new sensor session. The caller acknowledged and understood the instructions.